Event description:
The customer reported that the alinity I processing module was leaking from the back. During the replacement of the buffer level sensor, buffer solution splashed into the customer¿s eyes. The customer rinsed their eyes with saline solution. Their eyes were fine, and no medical treatment was sought. It was noted that the customer was wearing ppe at the time of the incident. No further impact to patient management was reported. Update: on 23jul2025, additional information was provided indicating that the customer was wearing gloves but not goggles.

Manufacturer narrative:
Section b5: describe event or problem: this section was updated with additional information provided on 23jul2025. A customer was splashed in the eye while replacing the wash buffer sensor on alinity I am processing module, serial number: (B)(6). The customer rinsed their eyes, and no medical treatment was sought. The customer was wearing gloves but no safety goggles or face shield. A review of the instrument's service history for serial number: (B)(6) revealed no additional service tickets related to this issue. No contributing factors on or around the date of the complaint were identified, and there have been no subsequent reports of splashing since the incident. A review of complaint and trending data for the alinity I processing module did not identify any similar issues for splashing as described in this complaint. Additionally, a review of complaint and trending data associated with the wash buffer sensor did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformance's or deviations were identified. Labeling was reviewed and found to be adequate. Based on the review of this issue, use error may have contributed to the exposure described in this complaint as protective eyewear was not worn. Based on this investigation, no systemic issue or deficiency was identified. The alinity I am processing module, serial number: (B)(6), is performing as expected.

Manufacturer narrative:
Section e1 - initial reporter establishment name: (B)(6) hospital. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the alinity I processing module was leaking from the back. During the replacement of the buffer level sensor, buffer solution splashed into the customer¿s eyes. The customer rinsed their eyes with saline solution. Their eyes were fine, and no medical treatment was sought. It was noted that the customer was wearing ppe at the time of the incident. No further impact to patient management was reported.